Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. The customer changed their pump supplies to resolve the occlusion alarm. As the occlusion alarm had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.